Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08795. It was reported that the atrial lead exhibited high impedance, false mode switch episodes and high capture threshold. The lead was reprogrammed. The pacemaker also exhibited premature discharge. Based on the programmed calculations to device parameters, the longevity were for 4.5 years, but clinic and doctor thought the battery should have lasted longer. Lead and pacemaker replacement was considered. The patient was stable.

Manufacturer narrative:
The reported events for conductor fracture, high impedance, inadequate capture, and noise were not confirmed. As received, only the connector portion lead was returned in one piece measuring 19.0 cm. Electrical testing that was able to be performed did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead portion did not find any anomalies except for procedural damage.

Event description:
New information states that the physician identified an outer conductor fracture on the atrial lead directly under the suture collar. There was evidence of noise oversensing on the lead. The lead was capped and replaced on (B)(6) 2020. The device was explanted and replaced. The patient was stable throughout.